Event description:
It was reported that two screws were fully removed after a period of there months because the patient had contracted septicaemia. In addition, a composite screw that was not an arthrex, inc. Product was also removed from the patient at the same time. The patient's symptoms were described as ankle inflammation, yellowish flow with scar disunity. Follow-up communication after the initial report revealed the patient is doing well. The surgeon would not provide additional information as requested regarding the bacteria identified from the infection, patient history, or any further information as to the possible root cause of the infection. He now reported the arthrex screws as not responsible for the event. No further patient information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices have been received and the evaluation is in process. Device history record review revealed nothing relevant to this event. This device is sold sterile. This is the first complaint of this type for this part/lot combination; no reports of septicemia or infection have been reported for this part from any lot. Patient factors and medical history that could negatively affect immune status (such as smoking, alcohol consumption, drug use, poor circulation, poor nutrition, etc.) Were requested but not provided. Based on the information provided, a definitive cause for the post-operative septicaemia could not be determined. If additional relevant info is obtained from the device eval, a follow up report will be submitted. The results of this investigation are being communicated to the event reporter.